Event description:
The patient's spouse reported the patient has been experiencing ineffective stimulation since the implant of the scs lead (ref MFR report: 1627487-2013-19715). It was also reported the patient has not regained significant mobility following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.